Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of a 23mm sapien 3 ultra valve, in the aortic position by transfemoral approach. The patient presented with heavy leaflet calcification. Following a bav with a 20mm balloon, the first attempt to cross the native annulus with the commander system was unsuccessful. The device nose cone was inflated to aid crossing but it was unsuccessful. A second bav with the same balloon was performed. This time, it was possible to cross with the delivery system and successfully implant the valve. Post valve implant, an ascending aorta dissection occurred. It was reported this may have occurred when attempting to cross the native annulus. No further intervention was performed to repair the aortic dissection. The patient's blood pressure was maintained lower with medication to prevent further dissection. The patient was stable and recovering well.

Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficulty crossing native annulus was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''patient presented heavy leaflets calcification, despite bav was performed with a 20mm vascii balloon, the first attempt to cross the native annulus with the commander system was unsuccessful. Device nose cone inflated to aid crossing, but it was unsuccessful. A second bav with same balloon was performed. This time, it was possible to cross with thv system and successful implant the valve. Post valve implant, it was noted an ascending aorta dissection, but it might occurred when attempting to cross the native annulus''. As per medical opinion, the root cause for difficulty crossing was due to heavy leaflets calcification and aortic dissection was due to excessive device manipulation during crossing. The presence of calcifications can make the pathway challenging as the delivery system crosses the valve. This can potentially lead and contribute to the reported difficulty felt when attempting to cross the native annulus. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient factors (calcification) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.